Event description:
During implantation, the lead became dislodged. An attempt was made to relocate the lead but the set screw was unable to be moved. The lead was explanted and replaced. The patient is stable.

Manufacturer narrative:
Upon analysis, a complete lead was returned with the helix partially extended and clogged with blood. X-ray examination found the inner coil to be over-torqued which is consistent with that occurring at the time of attempted implant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing revealed no indication of conductor fractures.